Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer and pulling the blue rail suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer and pulling the blue rail suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: device analysis noted a suture malposition. Follow-up with the site was conducted and it was confirmed that the actual device issue was that the suture came out with the formed knot and loop during device removal. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1562/suture was removed, code 2616/ suture was added.